Event description:
The customer's mother reported that, her son was hospitalized for high blood glucose levels. The mother reported that, the pump screen would go blank then return, and that this had been occurring for sometime, but that the customer has not called the help line to report it. No troubleshooting was performed. No further information provided.

Manufacturer narrative:
Analysis was not completed as of the date of this report.